Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd pump was returned for analysis in used condition. Visual inspection of the pump shows the pump is in good condition. Review of the event history log shows alarm 11105. Use testing was performed. The customer complaint of error 11105 was confirmed. Service is reinstalling the software as a preventative measure. The root cause is unknown.